Event description:
Healthcare professional reported "changes in the shape of the breast and turned on the left" and "the endoprosthesis membrane was damaged, and the implant removed". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device photo analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ malposition: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b1; h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "changes in the shape of the breast and turned on the left" and "the endoprosthesis membrane was damaged, and the implant removed". This record is for the left side. Device was explanted.